Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Customer received and replaced the wash bottle cap assembly. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [3019] washer low is generated when there is insufficient wash solution. The operator is instructed to replenish the wash solution. The most probable cause of the reported event is due to wash bottle sensor failure.

Event description:
A customer reported getting error messages 3019 "washer low" on the aia-360 analyzer. Analyzer is down. Technical support specialist (tss) sent a replacement wash bottle cap assembly (liquid level sensor) to the customer which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), progesterone (prog iii), beta human chorionic gonadotropin (bhcg) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.